Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a failed shock on (B)(6); therapy was exhausted and external defibrillation was provided. Subsequently, a subcutaneous coil was placed on (B)(6). After defibrillation threshold (dft) testing was performed in the lab, the field representative had noted [rvsense], lvsense, rvpace/inhibit-lvpace sequence on the electrogram (egm). Later, a 31j shock was successful after inducing with shock-on-t. Technical services (ts) reviewed the snapshots received and observed the timing of bigeminal premature ventricular contractions (pvcs) occurring shortly after an apace event. Ts provided help with troubleshooting and reviewed programming options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a failed shock on (B)(6); therapy was exhausted and external defibrillation was provided. Subsequently, a subcutaneous coil was placed on (B)(6). After defibrillation threshold (dft) testing was performed in the lab, the field representative had noted [rvsense], lvsense, rvpace/inhibit-lvpace sequence on the electrogram (egm). Later, a 31j shock was successful after inducing with shock-on-t. Technical services (ts) reviewed the snapshots received and observed the timing of bigeminal premature ventricular contractions (pvcs) occurring shortly after an apace event. Ts provided help with troubleshooting and reviewed programming options. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was returned for analysis following device replacement due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.